Manufacturer narrative:
The reported events of activation failure, premature separation, failure to align, and separation failure were confirmed. As received, a complete catheter was returned in one piece with the guide catheter bent and the catheter shaft deflected. A visual examination revealed the tether control knob in the aligned position, but the distal wires were misaligned with the tether bullets intact. An x-ray examination revealed the tether wires buckled and one of the tether wires was fractured in the transition zone. Dimensional analysis of the tether bullet diameter, distal wire diameter, and protrusion length were measured within the required product specification. However, the misaligned offset was unable to be measured, and the aligned offset was measured out product specification due to the tethers buckled and fractured in the transition zone. Functional testing was unable to be performed due to the condition of the buckled and fractured tether wires. The cause of the reported events was isolated to the tether wires buckled and fractured in the transition zone.

Event description:
It was reported that after fixation, the delivery catheter was unable to go into tether mode prior to release. Subsequently, the ventricular device was unable to be released from the delivery catheter. While attempting to release, the device dislodged while still attached to the delivery catheter. The device and catheter were removed from the patient to inspect them. Upon removal, the device prematurely separated from the delivery catheter. Additionally, the tethers of the delivery catheter were no longer able to be aligned. A new device and delivery catheter were used to complete the implant. The patient was in stable condition.